Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of transient optical instability. A firmware update was available at the time of the interaction; therefore, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process and facilitates faster signal stabilization. Per dms review, the user was using the system with up to date information.

Event description:
On april 28th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.